Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Blood glucose was not impacted. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.